Event description:
In 2008, the patient reported an elevated blood glucose reading this morning of 276 mg/dl with her normal range being 100-110 mg/dl. She stated her only symptom is thirst and she treated her reading by bolusing 1.8 units of insulin. The patient stated she received a e1 (cartridge empty) alert on her insulin infusion device and removed her cartridge. She said she had an air bubble in the removed cartridge. She stated she has already filled and inserted another cartridge with 80 units of insulin into her device. The patient stated she uses room temperature insulin to fill her cartridges and attaches the adapter and tubing to the cartridge prior to insertion. She was advised to adjust her piston rod to 70-75 units the next time she changes the cartridge. On follow up with the patient, she stated she changed her cartridge and adjusted the piston rod to 75 units and she does not have any air bubbles in the cartridge. She stated her blood glucose has returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.